Event description:
It was stated a liquid leak occurred near the connection point with the extension set. There was no reported patient harm/adverse event. Evaluation of the returned device was confirmed the reported issue of leaking.

Manufacturer narrative:
H3/h6: one device was returned for analysis in used condition. The device history record was unable to be reviewed as no lot number was provided. The device was visually inspected and found no damage or anomalies were observed. Functional testing was performed. A leak was observed at the tube luer junction of the cassette. The complaint of leakage can be confirmed. The probable cause is due to a solvent application error.